Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is combined initial and follow-up report.

Event description:
Name of procedure being performed: lap chole. Detailed description of event: it was described to the rep by the nurse that as they were pulling the gallbladder out of the patient, they were testing the bag to see how much force it would take to break the bag when it broke along the seam. Opened up a new bag and retrieved the specimen. The bag did not fragment. No other instruments were being used during the use of the inzii. The port site was stretched with a kelly clamp to enlarge prior to the bag break. Product was disposed of. No pictures available. Type of intervention: opened a new bag to retrieve gallbladder and complete case. Patient status: no patient injury.